Event description:
It was reported that they were getting errors and hearing a grinding noise during patient exposure; this caused the patient to be re-exposed. It was determined the grid retract motor wasn't going to position. Once the grid assembly was replaced the system is working as intended.